Event description:
At the end of a processing cycle, the system 1 processor printout showed that the sterile cycle had been completed, however, the chemical indicator had not changed to the proper color. As the operator quickly removed the aspirator probe from the steris 20 cup, drops of steris 20 sterilant concentrate remaining in the cup splashed on the operator¿s lips and mouth. The operator was wearing gloves, but not a face mask. She noted a burning sensation and rinsed her lips and mouth with water. She went to urgent care, where ointment was applied. It was reported that the next day, some skin on her lips peeled like a sunburn, and that there was no other effect. The user facility report described the operator¿s injury as ¿not serious¿.

Manufacturer narrative:
The user facility's service technician inspected the system 1 processor, and observed that the aspirator tubing was kinked, likely resulting in incomplete aspiration of steris 20 which would result in the chemical indicator not changing color. Use of system 1 was relatively new to this user facility at the time of the event. This operator had been trained on system 1 use 8 months before the event, and the user facility staff had been in-serviced a second time about one month before this event. Following this event, a steris clinical specialist provided additional in-depth in-service training on the use of system 1 and steris 20 sterilant concentrate. The steris clinical specialist also provided recommendations on a number of work practice improvements related to use of system 1. A steris service technician visited the facility, inspected the system 1 processor, and verified that it was operating properly. Steris' medical device reporting process in place at the time of this complaint did not require reporting of this injury, due to the language in the 21 cfr part 803 regarding what constitutes a reportable serious injury or death. Nonetheless, steris' current process is a more conservative approach relating to reporting, and therefore, this complaint, reviewed today, would have resulted in a medwatch report filed with the agency.

Event description:
During a follow-up call in 2006, no further consequences were reported as a result of this exposure.